Event description:
It was reported that pump displayed malfunction alarm code malf 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was given pump reset instructions, successfully reset pump without recurrence of the malfunction, and was advised to continue using pump and call back if any malfunction code recurred, which customer acknowledged and understood.